Manufacturer narrative:
The manufacturer had previously reported that a device's power management board was replaced to address the failure of an internal battery to be charged. The device's system board was also replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator "internal battery depleted" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board needs to be replaced to address the issue.